Event description:
Coiling treatment of a carotid aneurysm. The aneurysm was treated with nine axium coils, five nexus morpheus (ev3) coils, five gdc (bsc) coils and all went well. Two days post procedure, the patient experienced headache with high temperature. The physician noticed an inflammation and later, the patient was diagnosed with meningitis. It was reported the patient is on the way to recovery.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they were implanted in the patient. Models and lot numbers of other axium coils: model#: qc-25-50-3d; lot#: 5315274; date manufacturer: 03-2008; expiration date: 03-2009; model#: qc-22-50-3d; lot#: 5231904 (2 ea); date manufacturer: 03-2008; expiration date: 03-2009; model#: qc-20-40-helix; lot#: 5261180 (3 ea); date manufacturer: 03-2008; expiration date: 03-2009; model#: qc-20-50-3d; lot# 5283647 (2 ea); date manufacturer: 03-2008; expiration date: 03-2009.